Event description:
The customer contacted stryker to report that their device unable to power on with ac or dc power. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was beyond it's service life and deemed unrepairable. It was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
The customer was provided a repair quote. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unable to power on with ac or dc power. There was no patient involvement reported with the event.